Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when a patient presented remotely via merlin.net transmission, lead noise was noted on the rv lead. The noise was low in amplitude and not being sensed. The patient was not symptomatic. The patient will continue to be monitored.